Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by a peritoneal dialysis patient that the cycler alarmed for air detected in the cassette during fill 2 of 4. While cancelling treatment to reset up the cycler with new supplies, it was discovered that there was a large hole in the membrane of the cassette, through which fluid had leaked out and into the cycler. The patient reverted to an alternate treatment form to complete treatment that evening. It was later reported in a follow up call to the patient's peritoneal dialysis nurse that no infection occurred as a result of the leak and the patient continued treatment on a replacement cycler with no further issues. The set was not made available for evaluation.